Event description:
During a remote follow-up, post-paced t-wave oversensing episodes were observed on the device. Technical services was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed and the patient is stable.